Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he had low blood glucose of 45 mg/dl the morning of the call. The customer also mentioned he has experienced issues with the sites not staying on. The customer declined transfer for assistance.